Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A slippage with an a 1059 mayfield skull clamp occurred. The unit was in contact with a pt but, there was no injury. Add'l info has been requested.